Event description:
It was reported that the customer placed a purchase order of a product with an anesthesia bag. However, immediately after opening the package, they noticed no bag was enclosed in it. No patient injury reported.

Manufacturer narrative:
Visual inspection: the sample was visually inspected at a distance of 12" under normal lighting to received unit, in order to detect any damage on the unit. The sample does not contain the breathing bag. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).